Manufacturer narrative:
(B)(4).

Event description:
It was reported that several noise episodes were observed. It is unknown if the patient was asymptomatic. Noise was reproduced with isometrics. Programming changes were made. Patient is in stable condition and will continue to be monitored.